Event description:
While the unit was in use on a patient, the unit was not displaying systolic or diastolic pressure readings, only mean pressure readings. The patient was switched to another unit and therapy was continued. No patient injury was reported.